Event description:
Customer complaint - limited data available. The customer experienced very inaccurate numbers by 80-90 points. They had the device calibrated at a doctors office and it was reading extremely high.